Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that her interstim hurts when she turned it on. It was uncomfortable and shocking, so she had it turned down but that did not help. It was also reported that the interstim was not helping. Patient was advised to decrease amplitude during the call and this eliminated the uncomfortable stim. Patient stated she met the manufacturer representative (rep) the day she had her surgery and had reported to the healthcare provider (hcp). Patient was informed by the hcp that she would get an appointment and had been trying to get in touch with the rep, the hcp wanted rep to do the programming. There were no further complications that have been reported as a result of this event.